Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used during ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a perforation was noted in the ureter after removing the dual lumen ureteral catheter. A double j stent was implanted in the ureter thus completing the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.